Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 600 mg/dl and current blood glucose level was 174 mg/dl. The customer stated they were working and did not eat properly. Customer had used using insulin pump system within 48 hours of reported high blood glucose event. The customer declined to troubleshoot for the high blood glucose incident. The pump will not be returned for analysis.